Event description:
It was reported the patient felt stimulation, but she could not adjust to a different program. She did not receive a new patient programmer, nor was she reprogrammed. The patient claimed she shut off her implantable neurostimulator (ins), but later said she can feel stim. The patient programmer stopped working a week prior to the event. She last had urinary relief a month ago. With the ins turned off, the patient was urinating every 5 minutes, which the patient claimed to be an exaggeration. She normally had retention prior to implant. The ins had to be replaced a couple of times. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v263407, implanted: 2009-(B)(6), product typ lead product ID 3093-28, lot# v263407, implanted: 2009-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).